Manufacturer narrative:
Concomitant medical products: evolutr-26-us transcatheter valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that after implant, the patient felt like their stomach was "bouncing around" all night. Follow up concluded that the patient experienced stimulation from the left ventricular (lv) lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.